Event description:
It was reported that the patient was intubated normally and the respiratory gases changed normally afterwards. After a while, the airway pressure rose and the patient's ventilation weakened. An attempt was made to suction through the 6.5 tube with a suction catheter, but there was a kink in the tube, resulting in the intubation tube being replaced. It was noted that the intubation tube had narrowed like an hourglass at the pharynx, with no apparent cause. The patient's position had not been changed prior to the incident. The operator of device was a health professional and the event occur in the hospital. No medical intervention was required. There was patient involvement but no injury. This incident have been reported to a regulatory agency with reference number (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes updated. One used device and two pictures were returned for evaluation. The device history record was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Visual test was performed and confirmed the inner diameter of the tube was inspected. No damage or anomalies were observed. The complaint of tube narrowing cannot be confirmed, and a root cause was unable to be determined.